Manufacturer narrative:
The tap was returned for evaluation. Visually confirmed the tap is broken. The ~ 45 degree angulation, helical morphology and brittle nature of the fracture suggest torsional overload as the mechanism of failure. Hardness of the instrument verified to be within specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a six level posterior spinal fusion surgery. It was reported that the tip of the tap broke off in the patient's iliac crest. Surgery time was extended approximately one hour in an attempt to retrieve the tip. The tip could not be removed from the patient. No additional patient complications were reported.